Event description:
Information received from the field does not address the patient's clinical status but notes that the patient came in for a routine check and dashes (---) were noted for the microprocessor controlled parameters.